Manufacturer narrative:
Upon investigation, the technician noted the safety drum was leaking oil and the lift strap and limit switch was damaged by the oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set, lift strap and limit switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s was leaking oil from the safety drum. The lift was located in the patient's room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).